Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the investigation details, the reported condition of the device leaking during usage could not be duplicated. No signs of a leaking substance could be found. Svc did a clean, lube, and adjust to the device, and it was returned to the customer.

Event description:
It was reported that the handpiece began leaking a black substance while the equipment was being cleaned. This did not occur during a surgical procedure, and there was no pt involvement. There were no adverse consequences reported as a result of this event.